Manufacturer narrative:
Device was used for treatment, not diagnosis. Wu, c., shih, c., chen, w. And tai, c. (1998). Treatment of clavicular aseptic nonunion: comparison of plating and intramedullary nailing techniques. The journal of trauma: injury, infection and critical care, 45, 512-516. This report is for an unknown plate/unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article, wu, c., shih, c., chen, w. And tai, c. (1998). Treatment of clavicular aseptic nonunion: comparison of plating and intramedullary nailing techniques. The journal of trauma: injury, infection and critical care, 45, 512-516. The authors conducted a retrospective study to investigate and compare the effects of plating with dynamic compression plate (synthes) or semi tubular plate (synthes) and intramedullary nailing (device of competitor) in the treatment of clavicular aseptic nonunion from january 1986 to december 1994. Patients treated with plating ranged in age from 21 to 63 years (median, 36 years) with a male to female ratio of three to one; patients treated with nailing ranged in age from 19 to 67 years (median, 40 years) with male to female ratio of four to one. Twenty nine patients were followed for at least one year (plating, 11; nailing, 18) at four to six week intervals. Clinical and radiographic fracture healing processes were recorded. Results included: patient 3 52 year old male was treated nonoperatively and developed avascular nonunion. Six hole plating was performed; the authors did not specify which synthes plate was utilized. Subsequently, the plate broke. A new plate was inserted and cancellous bone grafting was performed. The fracture healed uneventfully at five months. Patient 6 42 year old male developed deep infection and underwent repeated debridement. The plate was then removed, and no recurrence of infection was noted. The patient achieved a solid union. The authors did not specify which synthes plate was utilized. Patient 11 40 year old male was treated nonoperatively and developed avascular nonunion. Four hole plating was performed. The authors did not specify which synthes plate was utilized. Avascular nonunion with plate loosening still occurred. The patient underwent pinning, wiring and cancellous bone grafting. Solid union was achieved after four months. This is report 3 of 3 for (B)(4). This report is for an unknown plate and refers to the serious injury / reportable malfunction of patient 11.